Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt is experiencing negative dysphotopsia. The pt has reported a dark shadow starting at one day post-op. Pt has a small myopic astigmatism and pt bcva (best corrected visual acuity) is 20/20. The association between this event and the iol is not known. Additional info has been requested.